Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, harvester notice that the heating plate of the vh-4000 jaws had separated from the silicone jaw tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, harvester notice that the heating plate of the vh-4000 jaws had separated from the silicone jaw tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 02/10/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw but remained attached to the base and tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled away from the tip to the center of the hot jaw, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" as well as the analyzed failure "peeled" were confirmed. Specific actions for the reported failure mode material twisted/bent and analyzed failure mode peeled are being maintained and documented under maquet¿s failure investigation report (fir) system.